Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet, with a fingerstick blood glucose of 389 mg/dl; the user performed a supply change, noted no infusion site damage, disconnected from the ilet, and administered a subcutaneous dose of fast-acting insulin, after which glucose trended down to 230 mg/dl. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.